Event description:
It was reported that the tip of the screwdriver shaft was broken and had worn out threads. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The driver was returned for evaluation. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.